Event description:
It was reported to boston scientific corporation that a captivator ii polypectomy snare was used during a polypectomy procedure performed on (B)(6), 2011. According to the complainant, the distal side of the handle cannula detached from the handle, rendering device actuation impossible. The procedure was completed with another captivator ii polypectomy snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a captivator ii polypectomy snare was used during a polypectomy procedure performed on (B)(6) 2011. According to the complainant, the distal side of the handle cannula detached from the handle, rendering device actuation impossible. The procedure was completed with another captivator ii polypectomy snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. Device (B)(4) relates to (B)(4) for the reported event: handle cannula detached. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the handle cannula had detached from the handle. Crimping marks (from the attachment of the handle cannula to the wire) were reviewed and were found to be within specification. The condition of the returned device was consistent with the complaint that the handle cannula had detached from the handle; the complaint was confirmed. The most probable root cause is improper assembly of the handle and handle cannula, and a correction has been implemented to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.